Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Pump unable to perform the displacement test and occlusion test due to missing retainer and missing reservoir tube o-ring. Detailed trace analysis confirmed power error alarm 25 was triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector at the electronics. Pump was monitored and functioned properly. Pump error 63 alarm during self-test and confirmed in the pump history due to cold solder joint on keypad assembly. Pump received with normal operating currents. No unexpected low battery alarm noted. Pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received excessive "replace battery" alarms daily while battery was still full. Customer's blood glucose was unknown. Insulin pump would need to be replaced.